Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Data has been received for investigation. A follow-up report will be submitted upon completion of data investigation.